Manufacturer narrative:
(B)(4).

Event description:
A nurse reported that a system presented with a green system message, issues in the suction, a loose pedal and the vitrectomy cutter stopped working. Timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4).

Event description:
New information received stating the event occurred during surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system presented with a green message, problem in the suction, a loose pedal and the vitrectomy cutter stopped working. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The consumable lot complaint history was reviewed. This is the first complaint for the finish goods consumable lot and first for this issue. The device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report. As a result, visual inspection or functional testing could not be conducted. The customer should be reminded the direction for use (dfu) states: replace vitrectomy probe if any conditions are observed. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. The root cause cannot be determined conclusively. (B)(4).

Event description:
.